Manufacturer narrative:
H6: investigation summary: bd received 2 photos from the customer in support of this complaint. The photos do not show overfill as the meniscus is below the bottom of the shield. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the indicated failure mode of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "vacutainers are getting over filled. We started seeing over filling with the previous batch, however the batch number is not available." Customer is currently experiencing over filling with new batch number 1074691.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1074691, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-15. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "vacutainers are getting over filled. We started seeing over filling with the previous batch, however the batch number is not available." Customer is currently experiencing over filling with new batch number 1074691.